Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not under ventilation. As per the technical fault tf431008, the root cause can be determined to be qvent flow sensor defective. The same tf was triggered 10 days later and a new cer (B)(4) was opened. No feedback from the customer after three reminders. No information about if the issue was resolved and which corrections were applied. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration in neonatal mode fails . I tried with different new flow sensors and patient circuit and exp. Valve but failed. Flow sensor calibration in adult mode pass. In components tests exp. Valve and oxygen input flow test failed. Complaint summary: infant flow sensor calibration fails.

Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint (B)(4): investigation ongoing.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration in neonatal mode fails . I tried with different new flow sensors and patient circuit and exp. Valve but failed. Flow sensor calibration in adult mode pass. In components tests exp. Valve and oxygen input flow test failed. Complaint summary: infant flow sensor calibration fails.